Manufacturer narrative:
Sunrise medical's (B)(4), contacted the family to address this incident. (B)(4) reported that the x-rays taken only revealed some bruising on the end user's leg and on one of his knees. The end user did have a concussion but is now home and recuperating. After visually inspecting the wheelchair, (B)(4) could not determine at the time what may have caused the tipping or identify if any malfunction had occurred. (B)(4) did have a conversation with (B)(6) at (B)(6) medical, who sold the family the chair. (B)(6) advised (B)(4) that the father of the end user stated that the seating system on the chair was transferred over from a competitor's chair that was non-operational, and attached it to the quickie q700m wheelchair. It is possible that this may have contributed to the chair tipping over as well, since the competitor's seating is not compatible with the quickie brand wheelchair and has not been safety tested with the competitors seating system. It is also possible that the center of gravity may have shifted depending on how the seating system was mounted on the quickie wheelchair. The family did allow (B)(4) to retrieve the wheelchair in order to have it returned to sunrise medical for inspection and evaluation. The end user's parents also expressed that they did not want the chair back and did not want it replaced by sunrise medical. They also requested full credit for the wheelchair. (B)(4) obliged their request and authorized the credit. The chair was shipped back to the sunrise medical fresno facility and it was received on 9/3/2019. It was confirmed that the seating system that was provided by sunrise medical was still on the base. It is likely that the dealer was talking about the seat and back cushions only, when mentioned that the family transferred over the seating from their non-operational competitor's chair. An evaluation was performed by a quality technician on 9/3/2019. The following was observed and concluded from the testing performed: received the chair with an impact mark on the right front and rear caster arms. No other visible signs of damage or abuse. Tested the chair by driving it and the device functioned as designed. Inspected the caster arm, stabilus springs and they functioned as designed. The suspension is intact and when engaging the joystick, the chair reacts as designed. The most probable cause for the incident would be user error. Conclusion from the inspection and evaluation is there was no fault found with the product. End evaluation. This has been documented in the products ufmea and is being monitored for trends. Sunrise medical considers this incident accidental. Per the family's request, the chair has been credited and will not be replaced. No further investigation will be performed at this time.

Event description:
Per the end user's mother, she states her son was driving the chair making a left turn around a cul-de-sac when the front wheel pivoted and the wheelchair tipped over on its right side hitting his head on the street. The family sought medical attention right away and went to the hospital. She states that x-rays were taken. The end user bruised his right leg and pain in his left hip. Mother also stated her son did have a concussion as well.